Event description:
(B)(4).

Manufacturer narrative:
The technician found the internal sidecom cable is damaged due to the bed being moved w/o disconnecting the cable. The technician replaced the sidecom cable to resolve the issue.